Event description:
The customer reported to olympus that the evis x1 video system center had an absence of linear echo image before any use on the patient. There were no reports of patient harm.

Manufacturer narrative:
The olympus field service engineer (fse) was on-site and evaluated the device. The device evaluation found no image with the endoscope due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
(Not returned to manufacturer¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty (sdi) cable could not be identified. Olympus will continue to monitor field performance for this device.